Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8; d9; g1; g3; h2; h3; h4; h6 and h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: incorrect reprocessing. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to incorrect reprocessing. From the instructions for use (IFU) manual: before using this instrument for the first time, reprocess it according to the instructions given in the camera head¿s companion ¿reprocessing manual¿ with your camera head model listed on the cover. After using this instrument, reprocess and store it according to the instructions given in the camera head¿s companion reprocessing manual. Improper and/or incomplete reprocessing or storage can pose an infection control risk, cause equipment damage, or reduce performance. Pg. 5. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had burn damage on plug end during reprocessing. There were no reports of patient involvement.